Event description:
It is reported that a customer experienced high blood glucose of 499 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that they had a threshold suspend on their pump. The customer also reported that their pump had communication issues with their transmitter. The customer was informed that the pump needed to be no more than six feet form the transmitter. The customer was able to reestablish communication and the pump worked as designed. The customer stated that they will call back if they had any further issues. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.